Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to the service department of olympus europe se & co. Kg (oekg). The evaluation of the subject device by the service department confirmed following: when a cleaning brush was inserted, a foreign material, which is a mixture of brown and white, came out. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. The operation manual of the subject device has already warns following: 1.4 precautions: all channels of the endoscope, including the auxiliary water channel (where existing), must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection control risk to the patient and/or operators performing the next procedure with the endoscope.

Manufacturer narrative:
Since the subject device has not been returned to olympus medical systems corp. (Omsc) for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that instrument channel of the subject device was clogged during the colonoscopy procedure. At the incoming inspection for the repair, the service department of olympus (B)(4) (oekg) checked the subject device as the brush passage test. It was found that the foreign object was stuck inside the biopsy channel at the connector side of the subject device. There was no report of patient injury associated with this event.